Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing and also intermittent undersensing. As well, their device had a sensing/detection issue. Both were reprogrammed and remain in use. No patient complications have been reported as a result of this event.